Event description:
Synovitis [synovitis]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a female patient (age not provided), initials unknown with osteoarthritis (kellgren-lawrence, grade iii). This case belongs to a batch of icsr's from a company purchased database containing a collection of data from 10/1997 to 7/2010. The patient's medical history was significant for previous medical device implantation with first course of synvisc (it was reported that the age of the patient at the time of first injection of first course was (B)(6)). On (B)(6) 2000, the patient initiated second course of treatment with intra-articular synvisc (hylan gf20) injection (dosage regimen not provided) in the right knee. The lot number for synvisc was not provided. On (B)(6) 2000, the patient experienced synovitis of right knee. On (B)(6) 2000, the patient received third synvisc injection and on following day ((B)(6) 2000), the patient again experienced synovitis of right knee. On unspecified dates, the patient was treated with intra-articular and intramuscular celestone (betamethasone). On (B)(6) 2000 (24 hours later), the patient recovered from the event of synovitis of right knee. Relevant concomitant medications were not provided. The intensity for the event was mild. The reporting physician assessed the relationship between synvisc and the event of synovitis was definitely related. Follow-up information was received on (B)(6) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.